Manufacturer narrative:
On 05/26/2015 - we were notified of the correct serial number for this lead and it belongs to a OEM lead. There are no known complaints against the lead so this file was opened in error. Should additional information be received, we will open a new complaint file on the correct serial number.

Event description:
This lead was returned without documentation from boston scientific. The serial number on the lead is unreadable. Therefore, we have no patient data. The lead has been damaged enough that it is not possible to tell if the lead is a brady or tachy lead.